Manufacturer narrative:
The intuitive surgical, inc. (Isi) field service engineer (fse) replaced the vio integrated electrosurgical generator unit (iesu) for the intermittent errors. The system was tested and verified as ready for use. Isi has not received the iesu for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the erbe generator was giving different errors. The bipolar and monopolar energy was afflicted. The tse checked logs and confirmed error c-01 and m-02 pointing to erbe generator's internal communication. Prior to the call, the nurse just restarted the erbe generator when the problems occurred. They have to restart the erbe generator approximately every 5 minutes. Multiple neutral pads and cautery cables have been tested by the customer prior to the call. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was placed on an in-house system and was run in normal mode. The errors c-01 and m-02 were confirmed but not replicated.

Event description:
Refer to h11 for follow-up information.